Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received air bubble anomaly. The blood glucose was 154 mg/dl at the time of the incident. Customer also reported no delivery alarm which is past event and was resolved by changing complete set infusion and reservoir set. Troubleshooting steps were guided for air bubble anomaly. Approximate size of air bubbles is 64th of an inch long and air bubbles were noticed by customer during fill tubing. The insulin pump will not be returned for analysis.